Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the clip cartridge. Although the first clip was applied without problem, after the next attempt the cartridge fell into the peritoneal cavity. The "nose" of the cartridge may not have been retrieved. The malfunction occurred during a laparoscopic hepatic procedure. It was noted that the patient was "safe". The adverse event/malfunction is filed under (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: up to time of this report there is no product for investigation available. Investigation: no product at hand. Batch history review: the device history file has been checked for the available lot number and find to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: the root cause is most likely usage related. Rationale: the device history file has been checked for the available lot number and find to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Corrective action: according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.